Event description:
It was reported to philips that the fluoroscopy was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an electrophysiology procedure, and the procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and found that fluoroscopy was not possible. The log file analysis indicated that the fd controller was not detected by xdds, confirming a malfunction. The system was unable to take exposures, and during startup, the cooling unit in the e cabinet emitted a loud screeching sound. Further diagnosis by the fse revealed that the flat detector controller was malfunctioning. The screeching noise pointed towards issues with the cooling system. The fse replaced the cooling unit and flat detector to resolve the issues. Both the defective cooling unit and flat detector were sent back to philips for further failure analysis. The cooling unit analysis showed excessive noise due to a defective manometer. The flat detector analysis revealed that the compact flash card was faulty, impacting the storage of flashlite log files and execution code/data, leading to flashlite's malfunction. Post replacement, the system was returned to operation in a good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.